Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Visual and microscopic examination confirmed no anomalies with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant using an unknown sized abbott delivery system. During procedure, the device "took a cobrahead shape upon deployment. It was never released from the cable." It is unknown if there was any interaction with cardiac structures during deployment. It is unknown if there were any angulation or kink noticed with the delivery system. The occluder was removed from the patient and a new unknown sized abbott device was successfully implanted. No patient consequences were reported.